Event description:
User facility medwatch report received that states starclose device came out of the artery as the physician pulled back on the device to snug the "wing" up against the inner lining of the artery. The "nitinol wings" were still deployed as the device came out of the pt's leg. Pulled out of the artery without warning. The md then, pressed button and delivered the clamp. It lodged into the starclose device. The femoral stick was evaluated prior to the use of the starclose and it was deemed suitable, by the md, to close. Additional info received. The physician is trained in the use of the starclose se device. Manual compression was applied to achieve hemostasis. With the device out of the pt's anatomy, the physician pressed the trigger and the clip deployed on the distal end of the device. There were no adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.